Manufacturer narrative:
Floseal hemostatic matrix is a high-end hemostat, especially effective and life saving in aggressive intraoperative hemorrhage. In other words, floseal is able to control intraoperative bleeding, but has no impact in preventing postoperatively occurring after surgical closure. Thus, the postoperative bleeding is not attributable to the application of floseal, since this product is not capable to prevent this type of complication. Thus the report is the result of the false expectation of the surgeon tat the product will do so. Another potential associated cause of a postoperative deterioration, apart from the rebleeding itself may be also the fact that the excess of floseal (not blood clot bonded product) has not been removed (flushed away with saline, as indicated in the IFU) after achieving hemostasis, and the mild swelling (20% in the first 10 minutes) in conjunction with the volume of the postoperative hematoma may have caused brain compression. Third: postoperative rebleeding after glioblastoma surgery occurs in 1-3% of the cases, in highly vascularized or partially resectable tumors up to 5%, without the use of any adjunctive hemostats or surgical sealants. In fact the occurrence of the postoperative bleeding cannot be related to floseal, since this is not the labeled indication, and the product worked intraoperatively as claimed in the labeling. This report also shows that probably a shortcoming of information in the IFU has triggered this report and the false expectation of the surgeon. We are already in the process of adapting the text of the floseal IFU to enforce the proper messages. Although this case is not directly related to the application of floseal and is not reflecting a product malfunction, the recommendation is to report this case as an incident, since we cannot completely exclude that floseal contributed to the postoperative deterioration of the patient. Rationale for the classification as an incident: the postoperative intracerebral hematoma is a life threatening complication that required a redo surgery. From the customers/reporter interaction perspective, this specific account needs to be retrained (provided by the portuguese distributor) on the product properties of floseal, with special emphasize on the inability to prevent bleeding events postoperatively, and the need to remove the product excess after achieving intraoperative hemostasis. (B)(6).

Event description:
This is a case report received by baxter (B)(4) from a physician which refers to a patient (no further identifiers available) who underwent a neurosurgical removal of a glioblastoma. At an unknown date floseal (lot # and exact regimen unk) was applied on the surface of the cavity where the tumor was located to control a slight bleeding. Clots were observed on a control cat, which led to a re-intervention during a 24-hour period. No further information available.